Manufacturer narrative:
Corrected data: b5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. The lens was repositioned, but the problem was not resolved. The lens was exchanged with the same model/ longer length and the problem was resolved. The cause of the event was reported as unknown. H6- health effect - impact code (f): 4628 should be added. H6- investigation type code: "4110- lens work order search-no similar complaint event(s) within associated lots were found" should be added. Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation not associated to a low vault. The lens was replaced with a longer length lens and the problem resolved. The cause of the event was unknown.

Manufacturer narrative:
H11 manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)